Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called back after adjusting the settings to her replacement insulin pump to report that after trying to perform a correction bolus, she received a check settings alarm. The customer's blood glucose reading was 491 mg/dl; the customer corrected with a manual injection. The customer's blood glucose reading dropped to 382 mg/dl after she properly performed a correction bolus. The customer was assisted with various settings on her insulin pump. Nothing was replaced or returned.